Manufacturer narrative:
(B)(4). This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer facilities, found the z-axis alignment at beltline at an incorrect position, and realigned to the correct one. Then he verified alignment successfully. Afterwards, the customer ran controls. While ruing controls, the instrument produced an "air detect error" now in front of analyzer. Upon inspection, the fse found a frayed wire on cap detector board, re-soldered and realigned successfully. Ran several controls and samples successfully. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a damaged cap detector.

Event description:
On (B)(6) 2016, a customer reported error 2075: air detected during specimen suction by main arm with their aia-2000 analyzer. The customer was unable to run prl, fsh and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl, fsh and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.